Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05925. It was reported that the patient presented for initial implant procedure. During the procedure, the right ventricular lead was suspected to have perforated. Echocardiogram and chest computed tomography scan was performed and no perforation was observed. A pericardiocentesis was performed and fluid was removed. The patient expired on (B)(6) 2019. The cause of death was unknown.